Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusion, component code, h11. A getinge field service engineer (fse) upon diagnosing the unit traces of blood were found across the outer frontal and inner parts of the unit. Fse replaced all the affected and necessary parts. Ran all the tests in accordance to the manufacturer¿s specifications.

Manufacturer narrative:
Due to character restrictions in block e1 full name of contact person is (B)(6), full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had error code out of field error. There was no patient involved.